Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: it was reported that on receipt of loan set from distributor (B)(6) centre, the specialist checked it and detected that the reported torque limiter melted at the level of the o-ring and the tap for the cortex screw broke at the end of the tap. The broken part was not returned. No patient involvement 1 x 311.320 / tap for cortex screws / lot no: 2511983. As received condition: the cutting end of the tap for cortex screw was broken as complained. Investigation: the visual inspection has shown that approximately 15 mm from the cutting end of the tap for cortex screw is broken off. The broken off fragment was not returned for evaluation. There were no other signs of misuse detected. A device history record review was performed and shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. This device was manufactured in september 2009 according to the specifications. Because of the damage incurred the relevant length cannot be checked for dimensional accuracy of the valid manufacturing specifications. 311.320; visual inspection: the cutting end is broken off, DHR: no findings. The diameter was measured on the undamage side and was found according specifications. However, no indication for product related issues. Brand name correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 2511983. Manufacturing location: (B)(4). Date of manufacture: 22.sep.2009. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on receipt of loan set from distributor (B)(4) centre, the specialist checked it and detected that the reported torque limiter meted at the level of the o-ring and the tap for the cortex screw broke at the end of the tap. The broken part was not returned. No patient involvement. This is report 1 of 1 for (B)(4).